Manufacturer narrative:
As new information becomes available, this report will be further evaluated and updated. Subsequent information from the local area sales representative confirmed that the patient was not pacemaker dependent and that there were no product performance issues. The representative reported that upon interrogation of the device, it was noted that the lead safety switch had gone to unipolar. Upon testing the device, there was oversensening noted and corrected as well as noted fluctuation in the pace impedence ranges, less then 200 ohms. A chest x-ray identified no anomaly. Threshold testing was done and was within normal limits. The representative confirmed that there was no device issue other then the initial fluctuation in lead measurements.

Event description:
Boston scientific crm received information that this transvenous right ventricular (rv) lead in association with the implantable cardioverter defibrillator (ICD) may have oversensed or had loss of capture. There was to date, no evidence of a lead fracture, but an insulation integrity issue was suspect. There were no reported adverse patient symptoms or impact on critical therapy. The patient is pacemaker dependent. This information is being reported due to potential for adverse outcome based on the information known to date.

Manufacturer narrative:
Most recently, this lead was removed from service as a result of the insulation integrity and oversensing issue. There was no allegation of adverse patient symptom of additional lead issue. The investigation is now considered complete. If new information were to become available, this report will be further evaluated and updated.